Event description:
It was reported that there were placement problems during the implantation procedure. On (B)(6) 2020, this atrial lead dislodged. The lead was replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the visual inspection, a cut into the insulation (18cm distal to the is-1 connector pin) was found, which most likely occurred during the surgery procedure. A thorough analysis of the lead did not show any deviations which might have led to the dislodgement. The screw mechanism passed properly through the mechanical analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.